Event description:
It was reported that during a da vinci assisted surgical procedure, customer was encountering a recoverable fault. The surgeon moved to the second surgeon side console (ssc) to continue with the procedure. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the system logs and verified error 25521 pointing to the right master tool manipulator (mtm-r) gimbal. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and noted error 25521 on the right master tool manipulator (mtm-r). Fse replaced the mtm on surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the mtm to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was installed onto a golden system where an error was triggered indicating a fault on the embedded serializer in master base (esmb) pca and main wire harness. The mtm2 was then installed onto a sftp where power up was found to be failing on the esmb pca and main wire harness. The probable root cause of reported event is attributed to electrical defects on the esmb and wire harness causing the system to fault with errors.